Event description:
The customer reported that the system displayed blurry images. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep repaired the system. The system operates as intended.